Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). A visual evaluation of the flexima biliary stent performed, the guide catheter was returned unload of the sheath and it was observed stretched and broken in the medium section, additionally, it was found a bent/kink in the guide catheter distal section, also, the sheath suture hole was observed torn. No issues were found in the stent, it's important to mention that the suture was not returned for analysis. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use in addition of continued attempts to retract the guide catheter or force applied to the device in order to release the stent can lead to the guide catheter stretched and broken issue, also the guide catheter kink and the suture hole torn, this condition can result in issues deploying the stent. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stenty was used during an endoscopic retrograde cholangiopancreatography in the biliary duct performed on (B)(6) 2019. According to the complainant, during the procedure, it was reported that the stent would not deploy normally. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter broke.